Event description:
Reporter indicated that vns pt had been experiencing an increase in seizures and was currently hospitalized for status epilepticus. The pt's generator had been programmed to rapid cycling, but the elective replacement indicator was no, indicating that the generator had not reached end of service. The pt underwent generator replacement surgery, but continues to have seizures. There was reportedly no environmental stimuli that may have contributed to the pt's seizure increase. Treating neurologist indicated that the relationship between the reported event and the ncp system was unknown.